Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 301031 and lot number 9206753. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no sample was received. No photo was provided. Sample analysis could not be performed, and the symptom reported by the customer could not be confirmed. Based on the investigation carried out and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no sample analysis a probable root cause could not be offered.

Event description:
It was reported that the 20 ml bd luer-lok¿ syringe experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 301031 batch no: 6288501. "Omitted" has noticed that syringes in over half of the lioresal kits are very difficult to draw back on, as well as plunge.